Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, into an annulus with significant calcium, trivial paravalvular leak (pvl) was noted. The implant depth was measured at 2mm on the non-coronary cusp and 6mm on the left coronary custp. It was noted that the annulus size was in the upper range of medtronic's recommended sizing. Approximately one month after implant, cardiac imaging indicated the valve had migrated to a depth of 26mm at the waist of the valve. Subsequently, the valve was snared out of the annulus and into the ascending aorta. Another manufacturers 29 mm valve was implanted successfully. No other adverse patient effects were reported.